Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.

Event description:
It was reported that the lead exhibited greater than 2500 ohms. The lead was capped.